Event description:
From our italien distributor we received on 12/13/2023 the following decription of an event to one of our catheter neurovent-p (sn (B)(6)) sent of hospital santi paolo e carlo: description of complaint: this is the follow-up catheter for e835765 (note manufacturer: for information to catheter with sn (B)(6) see report with MFR report number 3006942548-2024-00001). The catheter displayed an icp of 8 after implantation on (B)(6) 2023. However, the value then moved into the negative range (-1). CT of the patient confirms a good position of the catheter. The icp wave is also clearly recognizable with p1, p2 and p3. Three icp-temp cables, one mpr1 and one nps3 were connected. The value always remained negative. Dr. Muttini said that based on his experience, he does not think it is possible for the patient to have this negative value. The clinic uses philips monitors. Here, too, there should have been no problems with zeroing. In the picture, the fixing cap of the bolt is screwed down as far as it will go, so that the reference lumen of the catheter could be impaired. The cap was loosened on december 12 in the evening and there was no change in the icp until the afternoon of (B)(6). The catheter will therefore probably be removed on the afternoon of (B)(6). Catheter was implanted with bolt. A new catheter was implanted in an addtional surgury ((b)(60 2023)

Manufacturer narrative:
Summary of the event from the manufacturer's perspective and the investigations and interviews conducted: this catheter with sn (B)(6) is a catheter that was applied as a result of the event with catheter sn (B)(6). See report with report number 3006942548-2024-00001. Manufacturing documents of the corresponding sn (B)(6) were checked and found to be correct. The drift measurement over 60 hours during manufacturing process confirms that the catheter left the plant according to specifications. An initial checkup in air at room temperature was performed. The catheter has shown an icp value of - 0.1 mmhg in air and a value of -2.6 mmhg in 37 °c water bath which is in specification. In further investigations the described error of implausible icp values could not be reconstructed under laboratory conditions. The neurovent-p 092946-001 e8352545 performs properly within the specifications. The catheter was visually checked around the bolt area. Approximately 4 cm from the titanium housing there is a tapered area which indicates that the bolt was strongly tightened. Referring to the picture sent and the interview conducted, the bolt was tightened too tightly (contrary to the application instructions in the IFU of the catheter and the bolt/drill kits). This is confirmed by the fact that a pressure point can be felt on the tube in the bolt area of the catheter (approx. 4 cm). Therefore, the reference lumen was squeezed by the bolt and moisture was able to collect inside the lumen. After the screw was loosened, there was still retained moisture in the catheter, which could not be drained within the remaining implanted time due to the moist and warm environment. After explantation and transportation of the catheter, the retained moisture was able to dry out, which is why the catheter again works within specification after arrival at the plant. Therefore, this complaint is handled as user error. The precautions and application instructions according to section 11 of the instructions for use zwo-013 and section 2.1 of the instructions for use c96.620 were not sufficiently observed.